Event description:
The customer reported the stretcher's powered drive system (zoom) was not operating to specification. It was reported, the stretcher sometimes moved forward when engaging the zoom handle buttons without actually pushing the handles forward. It was additionally reported, sometimes the stretcher moved forward when pulling the handles back in attempts to go in reverse. No adverse consequences are reported.